Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two endeavor sprint drug eluting stents were implanted in the 12-prox lad. Approximately 21 months post index procedure it was reported that the patient died from an acute mi, the details were unknown. The investigator assessed the event as not device related.